Event description:
An endeavor sprint drug eluting stent was implanted in the left posterior descending artery. Patient died approximately 27 months post index procedure due to multiple organ failure combined with inflammation of the skin and an infection disease. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).